Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5.2 had failed and displayed ¿device not detected on bus¿ requiring maintenance. The customer had attempted to reboot and recover the drawer twice, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 5.2 had failed and displayed device not detected on bus requiring maintenance. A field service engineer (fse) replaced drawer control board on auxiliary half height drawer 5.2 to resolve the issue. The system functioned as intended after field service engineer repaired the device.